Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the nerve block was being used on a female pt for a popliteal block. The catheter was placed and pt was released from the hospital. The pt's family member tried to remove the catheter at home after the pain pump was empty. The catheter started to unravel. The family member stopped the removal, cut the catheter leaving a good length sticking out of the pt and called the anesthesiologist. As instructed, the pt was taken to the emergency room to have the catheter removed. The pt had some pain at the catheter site. The unraveled piece was pulled from the pt without incident. There was no delay in treatment and no pt death. The pt was fine after removal.